Manufacturer narrative:
(B)(4). It was noted that the device was not available for return. If it is returned at a later date, analysis will be performed and this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited noise and oversensing, which resulted in the delivery of inappropriate anti-tachycardia pacing (atp) and several shocks. The device was subsequently explanted for normal battery depletion along with the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) is being used to capture the additional intervention performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited noise and oversensing, which resulted in the delivery of inappropriate anti-tachycardia pacing (atp) and several shocks. The device was subsequently explanted for normal battery depletion along with the lead. No additional adverse patient effects were reported.